Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd insyte-w winged pnk 20ga x 1.0in had foreign matter. It was reported by customer that they called into the queue and stated there was a clear jelly-like substance coming from the tip of the catheter (very small amount and sticky). Happened two times. Did not use on pt. Verbatim: customer called into the queue and stated there was a clear jelly-like substance coming from the tip of the catheter (very small amount and sticky). Happened two times. Did not use on pt.

Manufacturer narrative:
Based on device history record review, no abnormality was observed during the production of the affected batch. No photo/sample was received for further investigation. Root cause could not be determined. As current control, there is an outgoing visual inspection in place to check for excessive silicone on catheter tubing.

Event description:
Material #:381333, batch#:3311962. It was reported by customer that they called into the queue and stated there was a clear jelly like substance coming from the tip of the catheter (very small amount and sticky). Happened two times. Did not use on pt. Verbatim: customer called into the queue and stated there was a clear jelly like substance coming from the tip of the catheter (very small amount and sticky). Happened two times. Did not use on pt.